Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, may 13, 2020, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found that the latch inseparable had lost its magnet. Replaced the latch inseparable. Drawer and cubies tested good in both diagnostics and the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and user was unable to recover it. The customer rebooted the device several times, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.